Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. Two devices were found to be affected by disassembly. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the device disassembled. 2 reported events had no patient involvement; no patient impact.